Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the display light was dimmer, there were scratches where the reservoir goes, the screen was scratched and it was difficult to read, batteries were being changed every 7 days, was slower and louder to rewind, buttons were hard to press and were less responsive it had to be pressed twice to get it to respond, had unexplained no delivery alarms not due to site issues and the clip was broken and portion around the buttons had started to peel off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.